Event description:
It was reported to boston scientific corporation that the patient underwent an anterior repair procedure via a vertical incision on (B)(6) 2009, where she was implanted with a pinnacle anterior/apical pelvic floor repair kit. On (B)(6) 2011, the patient presented with minor mesh exposure at the midline, which did not warrant any treatment. The patient, who is reportedly over 18 years of age, is fine.

Event description:
It was reported to boston scientific corporation that the patient did not experience any discomfort or issues, but presented with mesh erosion during a follow-up examination, and was prescribed estrogen cream (unknown brand and duration). She was treated in the office, not the hospital. The patient was given surgical options to excise the mesh but chose not to seek additional treatment at this time.

Manufacturer narrative:
'Outcomes attrib. To ae' was changed from 'other' to 'required intervention'.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiration date.